Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated . The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that stimulation was unable to increase amplitude. Diagnostics revealed that the impedances were high. To address this issue patient underwent surgical intervention wherein the lead was replaced and effective therapy was restored.